Event description:
Complaint alleged that during the incoming inspection of the device, the screen displayed a "defib fault 85" and a "pacer fault 116" message. The complainant indicated that there was no pt involvement in the reported malfunction.